Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the asymptomatic patient presented remotely via merlin.net with additional oversensing issues. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed.